Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a hole in the downstream occlusion. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. The device had a hole in the downstream occlusion (dso) sensor. Primary reported problem was verified by visual inspection. The cause was the dso sensor seal damage. Replaced the dso sensor seal. The device passed all functional tests after the repair.